Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2020, it was reported that a dermatome had a bad wire contact inside of it. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on 28 january 2020 noted that the device was out of calibration at the zero and ten settings and that the control bar was not in the correct position. Upon further evaluation, it was found that the motor ran erratically and was corroded, but still ran within motor speed specifications, the needle bearing and spring seal were worn, and the plug harness assembly was damaged. Repair of the dermatome occurred on 3 february 2020 and involved replacing the plug harness assembly, motor, multiple bearings, and the spring seal as well as recalibrated the device and repositioned the control bar. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. While the service technician found that the power cord was damaged, it cannot be determined from the information provided as to what caused the damage to the cord. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there were exposed wires/connection with the device. The event occurred before the surgery. No harm reported. There was a delay of unknown timing.